Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced (three) infusion sets adhesive events on (B)(6) 2026. The patient reported infusion set fell off during use. The infusion set was in use for six hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.